Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (loose internal component) issue. It was unknown what the loose internal component was. The call was disconnected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the pump was opened to find no evidence of damage or loose internal components. The complaint of a loose internal component was unable to be duplicated.